Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi and base station leds were flashing red indicating an error in the wireless connection. The reported issue was discovered during a neurovascular procedure. The procedure was completed with the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Currently, there are no wireless footswitches or base stations available for replacement. The customer has the wired footswitch as a backup. Philips has attempted to obtain patient information but the customer was unable to provide it. Updated codes based on investigation.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch does not work. It loses connection. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.